Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04523. It was reported that patient experienced stimulation lost due to high impedance on all contacts. Surgical intervention may take place to address the issue.